Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A clip was partially loaded incorrectly into the jaws of the applier as the feeder was to the side of the clip. Both centering tabs at the distal end of the channel appear bent. The corners of one of the centering tabs were not formed correctly. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. Another attempt was made and this time, the clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. However, upon closing the clip onto the tubing, resistance was felt which made it slightly more difficult to close. This was repeated with the same result for the next two clips. The sample was disassembled in order to inspect the internal components. It was found that the clips were out of position in the channel. If the clips are out of position, they could stack on one another and prevent them from loading properly. The channel box was bent , and scratches were found near the pivot holes on the channel. No other defects or anomalies were observed. The device was returned with 9 clips remaining, including the partially loaded clip indicating that 6 clips were fired by the end user. R & d was consulted and although it appears that the corners of one of the centering tabs were not formed correctly, it could not be determined exactly how or what caused the centering tabs to bend. A nonconformance has been opened to further investigate this issue. Additionally, the bent centering tabs do not appear to have caused the clips to be out of position or have caused the observed damages to the channel. It could not be determined what caused the other defects and damages to the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The damage to the centering tabs could prevent the clips from properly loading. Although it appears that the corners of one of the centering tabs were not formed correctly, it could not be determined exactly how or what caused the centering tabs to bend. Nc 70019362 has been opened to further investigate this issue. The reported complaint of "clip did not load properly " was confirmed based upon the sample received. The device was returned with its trigger partially engaged. A clip was partially loaded incorrectly into the jaws of the applier as the feeder was to the side of the clip. Both centering tabs at the distal end of the channel appear bent. The corners of one of the centering tabs were not formed correctly. Upon functional inspection, three of the four clips tested were able to load properly and were successfully applied to over-stressed surgical tubing. However, upon closing the clip onto the tubing, resistance was felt which made it slightly more difficult to close. It was found that the clips were out of position in the channel. If the clips are out of position, they could stack on one another and prevent them from loading properly. The channel box was bent , and scratches were found near the pivot holes on the channel. R & d was consulted and although it appears that the corners of one of the centering tabs were not formed correctly, it could not be determined exactly how or what caused the centering tabs to bend. A nonconformance has been opened to further investigate this issue. Additionally, the bent centering tabs do not appear to have caused the clips to be out of position or have caused the observed damages to the channel. It could not be determined what caused the other defects and damages to the device.

Event description:
It was reported that during a laparoscopic cholecystectomy the device being returned did not fire or load properly. The first clip fired correctly. The second clip did not load properly. The surgeon removed the device from the trocar, cleared the clip and dry fired a clip extracorporeally. The device was reinserted through the trocar and the same problem recurred. The surgeon removed the device and requested a second ae05 device. The procedure was completed with the second ae05 device.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800407 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy the device being returned did not fire or load properly. The first clip fired correctly. The second clip did not load properly. The surgeon removed the device from the trocar, cleared the clip and dry fired a clip extracorporeally. The device was reinserted through the trocar and the same problem recurred. The surgeon removed the device and requested a second ae05 device. The procedure was completed with the second ae05 device.